Manufacturer narrative:
The explanted ipg was not returned to bsn for further evaluations, as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed no anomalies or deviations, potentially related to the reported event occurred during manufacturing. This is the final report.

Event description:
A report was received that the pt is not able to communicate with her ipg using the remote control. After failed troubleshooting, the physician decided to replace the pt's ipg. The physician explanted the pt's ipg, and implanted a new ipg. The pt is reportedly doing well following the revision surgery.